Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of admission, and 259 mg/dl at the time of the call. The customer was given food, intravenous fluids, and sugar to treat. The customer experienced symptoms such as inability to speak. The customer was wearing the insulin pump during the incident. The customer stated the pump was at one point giving them 7 units and there's no record of that delivery. Troubleshooting was completed. The insulin pump will not be returned for analysis. Frn-mmt-326-reservoir.